Manufacturer narrative:
Additional information: based on the received measurements from the field, a technical implant failure can be excluded, which is as expected as the device was explanted due to a change in hearing performance which appears to be due to a middle ear infection 7 years after implantation. Given the timing of the infection and that device sterilization records are within specifications, it is unlikely that the device was the source of the infection, but its contribution cannot be excluded. Furthermore, 2 electrodes appear to have migrated outside of the cochlea. The device has been explanted, however has not ben received for investigation yet.

Event description:
There have been no incidents of falls or head trauma. The device was explanted. Due to patient_s lack of anatomical landmarks, granulation, inflammation and the need to do a canal wall down and ear canal closure, the surgeon decided that he would not be able to re-implant this patient. Another electrode will not be placed.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to a change in hearing performance which appears to be due to a complicated middle ear infection 7 years after implantation. Given the timing of the infection and that device sterilization records are within specifications, it is unlikely that the device was the source of the infection, but its contribution cannot be excluded. A device extrusion is mentioned in the derf, and 2 electrodes appear to have migrated outside of the cochlea, which could have also contributed to the decrease in hearing performance. Furthermore, a brain hernia is mentioned, but no further details about this were received.

Event description:
There have been no incidents of falls or head trauma. The device was explanted. Due to patient_s lack of anatomical landmarks, granulation, inflammation and the need to do a canal wall down and ear canal closure, the surgeon decided that he would not be able to re-implant this patient. Another electrode will not be placed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
There have been no incidents of falls or head trauma. A re-implantation surgery is planned, but not yet scheduled.